Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery alarm. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "damaged battery alarm" was confirmed and reproduced during product evaluation. The root cause was assigned to faulty main batteries. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Baxter has received similar reports for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation by quality engineering, the root cause was not determined.